Manufacturer narrative:
Device was used for treatment. Not diagnosis. (B)(6). Expiration date was obtained from (B)(4). Part was sterilized at (B)(4). A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Event description:
The patient originally had hardware placed on (B)(6) 2013 for a tibial fracture open injury. The hardware was removed on (B)(6) 2013 due to delayed healing and non-union. During removal one of the 38mm locking screws was noticed to be broken near the tip of the shaft. The broken tip was removed from the opposite side of the bone by pushing the bone through the bone. The removed hardware will not be returned for evaluation. The patient was revised to a competitor nail. This is report 5 of 5 for complaint (B)(4).